Manufacturer narrative:
(H3) as reported, approximately 4 yrs postop the initial implant, the 83 y/o female patient experience knee pain, and the right knee was revised due to instability of the tibia. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation as it was disposed by the hospital. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Manufacturer narrative:
Concomitant medical products: lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4)), logic cr femoral por, right, sz 4 (cat# 02-010-04-0340 / serial# (B)(4)), three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4 yrs postop the initial implant, the (B)(6) y/o female patient experience knee pain, and the right knee was revised due to instability of the tibia. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation as it was disposed by the hospital.